Event description:
A patient with known allergies to cortisone and phenols developed cardiovascular symptoms and a "shivery feeling" after endodontic treatment with ah plus root canal sealer. There is no indications that medical/surgical intervention was required to treat the symptoms, though the material was most likely removed and replaced.